Event description:
Customer reported that the insulin pump is cracked on the side by the drive support cap and also the drive support cap is damaged. Blood glucose value is 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.